Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 8 am. He tested back to back on the subject meter and observed values of "400 and 90mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with apidra insulin and stated he increased his dose of insulin to 16 units from (B)(6) 2013, in response to the alleged issue. Approximately 4 days later he reportedly developed symptoms of "cold sweats and confusion" it is not known if he associated these symptoms with high blood glucose or low blood glucose. It is not clear whether the patient received treatment for his symptoms. It is also not know what the patient's blood glucose readings were on the day his symptoms developed. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.